Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient experienced recurrent paraumbilical hernia. Approximately three weeks post-operatively, the patient experienced infection with pus formation and gangrene of the abdominal wall. The mesh was cultured twice and no organism was found. The patient was then first diagnosed with diabetes. Debridement and removal of only the non-adherent mesh was performed. The current patient status is stable.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and mesh was implanted. Two months following the procedure, the patient experienced fever and severe infection. The wound was almost totally opened. The physician opines the exposed parts of the mesh seem softened in a strange manner and there may be some sort of immunological rejection to the mesh. Additional information has been requested.